Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced continued mixed urinary incontinence, urinary tract infections, mesh erosion, dyspareunia and her spouse can feel the mesh during intercourse. A mesh removal was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.